Event description:
It was reported that during the implant procedure on (B)(6) 2023, the physician stated that the lead was fractured after it was implanted. As a result, the physician pulled the lead out, and implanted a new lead, completing the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.